Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had intermittent response by button press frequently no or intermittent response by arrow down button. The customer¿s blood glucose was unknown at the time of incident. The customer stated that block mode not active and buttons still unresponsive. The customer was advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device passed self test and displacement test.